Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. This lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. This lead was replaced. No additional adverse patient effects were reported. Additional information received which indicated that this lead was surgically abandoned due to therapy upgrade, and they needed a tachy lead for the right ventricular (rv).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.